Manufacturer narrative:
Final analysis found burn marks on the ac power adapter and circuit board which caused the reported inability to power the transmitter. It was concluded that the damage sustained occurred after exposure to a high current flow from the power outlet.

Event description:
It was reported that the patients merlin.net transmitter would not power on. The transmitter was returned and replaced. Upon analysis, burn marks were seen on internal components. No patient symptoms were reported.